Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An adult patient was placed in the supine position for the mayfield clamp application and was then positioned prone for a posterior cervical laminectomy. After the procedure was completed, the patient was placed in the supine position. The drapes were removed and it was found that the patient had an abrasion on the nose. Adult v-mueller skull pins were used during the surgery. Information regarding whether the patient required any treatment for the abrasion was unknown except that the patient was seen by a ear, nose and throat specialist after the surgery. Adult v-mueller skull pins were used during the surgery.